Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. No battery alert noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected power loss alarm. Customer's blood glucose value was unknown at the time of the incident. Customer states they did not receive a low battery prior to replace battery now alarm. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer states the battery cap was not loose, cracked or damaged. The device will be return for analysis.